Event description:
Same case as MDR ID# 2134265-2013-07186, 2134265-2013-07211, and 2134265-2013-07301. (B)(4). It was reported that stent deployment issue occurred. On (B)(6) 2010, the patient presented with several episodes of chest discomfort and was diagnosed with myocardial infarction. Cardiac catheterization was recommended. Subsequently, the index procedure was performed. Target lesion #1 was a de novo lesion located in the 1st obtuse marginal (om) with 90% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm. Two unspecified size luge guide wire were advanced over 1st om and 2nd om. Target lesion #1 was treated with pre- dilatation using a 2.50 x 20 mm maverick balloon catheter. Following pre-dilatation, grade a dissection was noted which was treated with the placement of a 2.50 x 16 mm taxus liberté stent. Following post- dilatation, residual stenosis was 0 %. Target lesion #2 was a de novo lesion located in the 2nd om with 80% stenosis and was 25 mm long with a reference vessel diameter of 2.25 mm. Target lesion #2 was treated with pre- dilatation using a 2.50 x 20 mm maverick balloon catheter. Following pre-dilatation, grade a dissection was noted. A 2.25 x 16 mm taxus liberté atom stent was advanced to treat the event however, "the stent in the 1st om branch did impair it's progress" and the 2nd study stent was unable to cross the 1st study stent placed in 1st om. The physician performed dilatation on the 1st om stent struts using a maverick balloon catheter "to allow room for 2nd om branch stent to pass". Post dilatation, the stent was deployed in 2nd om. Following the placement of the stent, there was retrograde dissection seen within the vessel which was treated with placement of an overlapping 2.25 x 12 mm taxus liberté atom stents. Following post- dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).